Event description:
The customer reported that the screen is deteriorated to the point that they cannot see the data well. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.